Event description:
Customer reported unregulated flow of the secondary. Stated the user observed the unregulated flow, stopped the infusion, moved the infusion sets to a different pump, and restarted the infusion without incident. The medication was not identified; however, the staff indicated the medication did not reach the patient. No patient harm or medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
The customer's report of unregulated flow of the secondary was not confirmed. Physical inspection of the device noted no functional issues. No damage or any anomalies were noted. The pcu keys showed no secondary infusions were programmed on the reported pump module on the event date. Two primary infusions of magnesium sulfate and maintenance ivf + bicarbonate were recorded. Rate accuracy testing was performed and the device was infusing within specification. The root cause of the reported unregulated flow was not identified.

Manufacturer narrative:
(B)(4). The customer requests event log review. The event logs have been received. A follow up report will be submitted with evaluation results once the logs have been reviewed for evaluation.